Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation for transmitter concluded discharged transmitter battery. Production investigation for the receiver concluded no defects found. No data available for evaluation.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.